Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an altitude alarm after exercising. There was no impact to the customer's blood glucose level. After a temporary delay, altitude alarm cleared and pump resumed.